Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy a2: age & date of birth: requested, not provided due to hospital policy a3a: sex: requested, not provided due to hospital policy a4: weight: requested, not provided due to hospital policy a5: ethnicity: requested, not provided due to hospital policy a6: race: requested, not provided due to hospital policy d4: lot #: requested, not provided d4: expiration date: unknown, as the involved lot # was not provided d4: UDI: unknown, as the involved lot # was not provided d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: rcis team lead of the cath lab h4: device manufacture date: unknown, as the involved lot # was not provided. The production lot # was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. This report is for the second device mentioned in the case, for the first device mentioned please see section h10 for the related report number.

Event description:
Terumo medical corporation received the following information: it was reported that the enhanced tr band was applied, 16ml of air was advanced and sheath was removed. The tech noted bleeding immediately and balloon deflation. They replaced the tr band with a second enhanced tr band of a different lot number and sent the patient to recovery. In recovery approximately one hour after placement brisk bleeding was noted on second tr band and the balloon had deflated. They replaced the second enhanced tr band with an original tr band with hemostasis and no further issues. Manual pressure was applied and the patient was stable upon discharge. The type of procedure performed was heart catheterization. It is unknown how the product was stored prior to use. There was no manipulation that was done. There were no visible defects or issues with application. The balloons were inflated successfully. There was a small amount of blood loss. It is unknown what other devices were used in the access site.